Event description:
It was reported, the autoclavable camera head experienced poor image capture. The issue occurred during the procedure (sinus surgery). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the legal manufacturer's final investigation. Additional investigation findings correction: additionally, device evaluation found a cut in the cable. It was likely the liquid entered through a cut in the cable, causing a temporary communication error and affecting the image output in some way. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the autoclavable camera head experienced poor image capture. The issue occurred during the procedure (sinus surgery). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: cable flooding. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not use any device suspected of having an abnormality. If any abnormality is detected during use, discontinue use. It may result in serious injury. If any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed and discontinue to use the device immediately. There is a risk of serious injury. -turn off the power to the video system center and immediately turn it back on to see if the image returns. - if the image returns, pull the endoscope from the patient while viewing the image and discontinue use. - if the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. - if various treatment tools are in use, withdraw the tools by the method deemed safest before withdrawing the endoscope. The outer surface of the camera head should be thoroughly dried before sterilization or storage. In particular, the following areas should be carefully done. Not only may the device malfunction, but also bacteria may multiply and lead to infection. - camera head section - electrical contacts and optical connections of video connector the most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the autoclavable camera head experienced poor image capture. The issue occurred during the procedure (sinus surgery). There were no reports of patient harm.